Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, service did not confirm or duplicate the reported e315 error message; however, error message e216 (scope communication error) was observed, due to corrosion on the plug unit. In addition, service found the circuit board in the scope connector, the cable unit, the scope case, and the scope cover unit demonstrated corrosion caused by fluid ingress. The adjustment ring, control grip, forceps channel port, switch box, and objective lens demonstrated scratches due to wear and external factors. Due to the scratch on the objective lens, the image had a partially dark area. Inside the light guide lens was dirty. The air/water cylinder and scope cylinder had discoloration. The connecting tube had a wrinkle, and the universal cord was buckling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. G3: investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported that when preparing the subject device for use, before starting a procedure, a connection error occurred (e315-scope error). Other than the time needed to replace the subject device with another device, there was no delay in the intended procedure. The procedure was completed with no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: water invaded scope connector while the user was handling the device, abnormality of electrical parts occurred. Then, connection of electrical parts became unstable. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the endoscopic image ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.